Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The components were visually examined; the cylinders and pump were also leak tested; and the pump was functionally tested. No anomalies were found with the cuff. The balloon was observed to be non-spherical, presenting surface folds, and exhibited a tear consistent with damage from a sharp instrument. Finally, the pump passed visual inspection and leakage test. However, the pump did not pass the functional test due to resistor flow rate. Based on the information available and analysis results, the pump activation problems could affect the device performance, therefore, cause traced to component failure has been assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter (aus) returned without initial reporter and any performance allegation information. Upon analysis of the returned components, the balloon was identified to had folds and a tear from sharp instrument damage. Cuff passed visual inspection and leakage test. Pump passed visual inspection and leakage test. Pump did not pass functional test. There was no additional information provided.